Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a mildly tortuous and moderately calcified superficial femoral artery (sfa). Ipsilateral antegrade approach was performed. Following pre-dilation, a 6x180x75 innova stent was placed and deployment was initiated via the thumb wheel. During deployment the stent stretched about 2cm on the proximal side. The physician states that he felt tension on the shaft at the time of the event. After deploying 120mm of the stent, the deployment stopped, the physician continued to turn the thumbwheel and deployment was eventually achieved. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an innova self-expanding stent delivery system (sds). The outer shaft, mid-shaft and the remainder of the device were checked for damage. Visual examination showed a kink at the nosecone. The mid-shaft showed no damage. There was kink noticed on the inner shaft at the distal end of the mid-shaft. The stent was not returned. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The cause of the reported difficulties could not be determined. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a mildly tortuous and moderately calcified superficial femoral artery (sfa). Ipsilateral antegrade approach was performed. Following pre-dilation, a 6x180x75 innova¿ stent was placed and deployment was initiated via the thumb wheel. During deployment the stent stretched about 2cm on the proximal side. The physician states that he felt tension on the shaft at the time of the event. After deploying 120mm of the stent, the deployment stopped, the physician continued to turn the thumbwheel and deployment was eventually achieved. The procedure was completed with this device. No patient complications were reported.